Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that patient underwent surgical intervention on (B)(6) 2019, wherein the entire scs system was explanted.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 3006705815-2019-02781, 1627487-2019-08410. It was reported that patient experienced ineffective stimulation. As a result, surgical intervention may be pending to address the issue. Patient also experienced pain at the ipg site (see manufacturer report number 1627487-2019-08409).